Manufacturer narrative:
20 devices were implanted from this lot with no other complaints. In addition, a review of the device lot history record indicated the device was manufactured to specifications.

Event description:
The patient had a cubital tunnel release surgery on (B)(6) 2024, during which a device was implanted. This device was later explanted following surgery on (B)(6) 2025. The patient has a long-standing history of diabetes, and the pain at the site of the previous nerve decompression (cubital tunnel release) did not have a specific determined cause. Based on discussions with the surgeon, there are several possibilities for the pain: suboptimal nerve perfusion due to chronic diabetic neuropathy, clinically presenting as chronic neuritis with pain at the inner elbow; significant scarring from the previous surgery that could compress the nerve; tethering of the ulnar nerve during the healing process after the decompression; or a combination of these factors. The application of the product after the ulnar nerve decompression does not indicate that it is the sole cause of the pain, particularly as the patient did not show signs of redness or swelling typically associated with true allergic reactions. Therefore, it is highly unlikely that the observed outcome is connected to the implanted product.